Event description:
Angioseal device failure. Suture did not release to allow for full device deployment. Manual steps performed to release suture and complete deployment. Diagnosis or reason for use: diagnostic cerebral angiogram.